Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support, however, the customer declinded to complete the check. Additionally, it was reported that air bubbles were observed within the tubing. Customer primed the tubing to address the issue. Customer's blood glucose was 388 mg/dl at the time of event. Customer resumed insulin delivery.